Manufacturer narrative:
D9: product received date 10/14/2024. H3 one device was returned for repair with complaint of error code 46446, v0106. There was no available service history in 12 months. Review of event log found system fault 46446 occurred. Complaint was confirmed through device event log/alarm history review and unit came in with inaccurate time and date. Charged unit for a minimum of 3 days and it was able to hold time and date. Upon further investigation, found that chassis was chipped. Replaced chassis. Device passed all testing criteria post repair.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an error code 46446 showing on the device. There was no patient involvement.